Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011 the patient underwent difficult and complex left retroperitoneal approach with mobilization of left iliac artery, left I liac vein, aorta, and vena cava for anterior exposure of spine at l3-4, l4-5 and l5-s1. Preoperative diagnosis: diffuse multilevel degenerative disc disease, spinal stenosis, degenerative scoliosis, and degenerative spondylolisthesis lumbar spine l1 through sacrum. The patient underwent direct left lateral retroperitoneal approach to l2-3 to facilitate extreme lateral interbody fusion (xlif) rec onstruction. Preoperative diagnosis: degenerative disc disease, spinal stenosis, degenerative scoliosis, and degenerative spondylolisthesis of lumbar spine immediately status post anterior reconstruction l3 through sacrum. The patient underwent: left sided retroperitoneal approach for l2-3 interbody arthrodesis with placement of cage, partial corpectomy at l2-3, fluoroscopy. Cage used: peek interbody cage system filled with bmp. Preoperative diagnosis: symptomatic stenosis, spondylolisthesis, scoliosis, l1-s1. Per-op notes: " care was taken to release the far lateral annulus. Care was taken then to appropriately size. The appropriate size appeared to be a 22mm wide and 12mm high, 45mm long lordotic peek cage. This was brought into the field, filled with bmp. Intervertebral defect had good bleeding bone. Debris removed. Copiously irrigated. Cage was impacted into place with good centering and placement on both ap and lateral projections." The patient underwent: anterior retroperitoneal approach with 3-level anterior interbody arthrodesis, l3-s1; placement of 3 biomechanical intervertebral structural cage devices; 4-level anterior instrumentation; 4-level partial corpectomies l3, l4, l5, s1 and intraoperative use of fluoroscopy. Cages used: l3-4 alif peek cage, l4-5 alif cage made of silicon nitride; l5-s1 endoskeleton alif cage made of titanium. Four-level anterior instrumentation done with 6.5mm fully threaded titanium cancellous screws. All cages filled with rhbmp-2. Postoperatively the patient was diagnosed with stenosis at l2-3 and l5-s1 due to which patient underwent revision surgery on (B)(6) 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.